Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the left ventricular lead exhibited loss of capture. X-ray confirmed that the lead had dislodged. On (B)(6) 2015, an attempt to reposition the lead was unsuccessful and the lead was explanted and replaced. The procedure concluded without issue. The patient was in stable condition post procedure.